Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and no issues were noted. The device was found to produce no audio. The speaker was found to have an impedance of 0l. This device is included in fca (B)(4). The rear case requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.